Manufacturer narrative:
Additional information section: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The revision surgery has been postponed indefinitely. The recipient became a non-user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. The bandage protocol was reportedly not followed. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.